Manufacturer narrative:
H.6. Investigation summary: bd did not receive samples, but 6 photos were provided for investigation. The photos were reviewed and the indicated failure mode of foreign matter - plastic chip in tube was observed. In addition, 100 retention samples from bd inventory were visually inspected, and no foreign matter was found in any tubes. Device history record review of reported incident lot determined all product release requirements were met. There were no related quality issues during product manufacture. Bd was able to confirm the customer¿s indicated failure mode with the photographs provided. Bd was not able to identify the root cause for the indicated failure mode. Complaints received for this device and reported conditions will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, a plastic shard piece from another tube was found inside one (1) tube. There was no report of patient impact.